Manufacturer narrative:
Image analysis: one video was provided for evaluation. It appears to be a duplex ultrasound of a venous structure, potentially the common femoral vein, with a hypermobile dvt noted coming in and out of the image. This is a sole view, not multiple views from various angles. Its challenging to estimate the amount or extent of blockage. With it ¿moving around¿ as it is, there is obvious blood flow around the obstruction but we are unable to quantify it. While there are some brighter echoes in the material, we are not able to comment on its composition with any certainty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system during treatment of the patients proximal great saphenous vein (gsv). There were no abnor malities reported in relation to anatomy. Egit/thrombus was reported in the common femoral vein (cfv) directly after the procedure. The thrombus was in the deep vein. Patient was prescribed anticoagulation medication. There are no known patient allergies. There are no known co-morbidities. The ultrasound report is not available. Issue is still present.